Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed near the 25 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported split PICC line and extravasation additional information received 06/25/2024: PICC placed (B)(6) 2024. Initial trim was at 44cm. When taken out the PICC measured 24.5cm. Patient was x-rayed then went to cath lab to extract the remaining broken line. The fractured PICC line was located in right ventricle. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter was 44cm. PICC inserted in cephalic vein. 5cm exit site markings. Statlock used. PICC used for oncology treatment: cyclophosphamide, epirubicin. Leakage identified by embolised catheter;extravasation. 24.5cm fractured and embolised catheter into rt ventricle 9 months after insertion. 3ml chloraprep used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. "The complaint of a broken catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. However, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a break was observed near the 25 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported split PICC line and extravasation. Additional information received 06/25/2024: PICC placed (B)(6) 2024. Initial trim was at 44cm. When taken out the PICC measured 24.5cm. Patient was x-rayed then went to cath lab to extract the remaining broken line. The fractured PICC line was located in right ventricle. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter was 44cm. PICC inserted in cephalic vein. 5cm exit site markings. Statlock used. PICC used for oncology treatment: cyclophosphamide, epirubicin. Leakage identified by embolised catheter;extravasation. 24.5cm fractured and embolised catheter into rt ventricle 9 months after insertion. 3ml chloraprep used to clean catheter site during dressing change.

Event description:
Customer reported split PICC line and extravasation additional information received 06/25/2024: PICC placed (B)(6) 2024. Initial trim was at 44cm. When taken out the PICC measured 24.5cm. Patient was x-rayed then went to cath lab to extract the remaining broken line. The fractured PICC line was located in right ventricle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.